Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported having a stoma infection and "a protuberance like a rice grain in the stoma" since (B)(6) 2022. The patient was assessed by a primary care physician on (B)(6) 2022 and was prescribed the antibiotic ointment mupirocin and the oral antibiotic amoxicillin 750 mg. On (B)(6) 2022, the patient reported the stoma site looked good and the infection had cleared. The patient performs daily mobilization of the tubes without difficulty.